Manufacturer narrative:
The device was not returned to saluda. A definitive root cause for the cls movement within the pocket and charging difficulties could not be determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include cls migration, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. Further evaluation revealed movement of the cls within the pocket may have contributed to the reported event. At the patient¿s request, the evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.